Event description:
Procedure type: gastrectomy. According to the reporter: the anvil did not tilt and the staples did not form after applying the device. A new instrument was used to complete the procedure. No significant bleeding occurred as a result, but surgery time extended more than 30 minutes.